Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis utilizing the ifuse implant system placing three ifuse implants. The pt complained of ipsilateral leg pain immediately after surgery. A CT scan was performed that revealed that the middle implant (7 x 55mm) was protruding into the first neuroforamen. On (B)(6) 2013, the surgeon performed an ifuse implant revision surgery where he explanted the second (middle) implant. The pt's symptoms resolved completely after the revision surgery. Per si-bone vp of medical affairs, "medical review of this case shows that this was a revision surgery performed to treat a symptomatic malpositioned implant."

Manufacturer narrative:
Based upon the complaint info and investigation as well as review of the surgeon training manual, IFU, certificate of analysis and fmea, the root cause for the pain is a malpositioned implant. Add'l lot number: 7485002731006, exp: 2014-10.